Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. The physician attempted to use an incision blade but was unsuccessful on making a skin incision. Excessive force was applied to the skin, and the patient had a vagal reaction. The patient experienced fainting. The physician replaced and used a new blade to make the incision. The patient was stable.